Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the end of a complex aortic surgery and aortic valve replacement, the external pulse generator (epg) was connected with an epicardial temporary lead to perform pacing threshold. The patient then went into ventricular fibrillation which needed to be defibrillated externally, however, external defibrillation failed and the chest needed to be re-opened to perform internal defibrillation which worked and the patient was then also put on anti-arrhythmic drugs. The epg was then switched to another epg. The cardiac surgeon asked for a electrophysiologist (ep) consultation who found that sensing from atrial and ventricular epicardial lead was variable and unreliable to perform ddd pacing. The ep suggestion was to keep pacemaker in aoo mode at 85 beats per minute (bpm), keep using amiodarone for another day and if av block occurred, pace in voo mode. The epg was then sent to the biomedical engineering department where a technician performed a full check and found that the device was working perfectly. The epg was then sent back to the department for use. No further patient complications have been reported as a result of this event.